Event description:
This lead was capped and replaced with a medtronic lead due to failure. Op notes describe lead as chronically non-functioning. Attempts were made to obtain more details about the nature of the malfunction, but no information has been provided at this time. No adverse patient events were reported. Should additional information become available, this file will be updated.